Event description:
An eye care professional returned several pairs of unopened focus dailies lenses that had been issued to a customer as part of a 6 month supply. The eye care professional stated that the customer had developed a corneal ulcer in their left eye after only wearing a few pairs and was currently undergoing treatment of exocin ophth. Drops every 2 hrs as prescribed at the local hospital. Several requests have been made for additional information. No further information is available at this time.